Manufacturer narrative:
No product was returned by the customer.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The patient stated he ran parallel testing between his coaguchek xs meter serial number (B)(4) and his general practitioner's (gp) coaguchek xs plus/pro meter. Parallel testing is something the gp recommends every 6 months. The customer was concerned with the differences in readings. The doctor recommended the difference in readings between the customer's meter and the physician's meter should not be more than 5-10%. The following results were received on the gp's meter: 3.2 inr, 3.1 inr, and 3.3 inr. The following results were received on the patient's meter: 4.2 inr, 4.3 inr, and 4.4 inr. Time differences between meter tests were less than 10 minutes. No errors were seen on the meter. No other unexpected results were seen. The gp used the results from his meter and not the patient's meter. There was no allegation of an adverse event. The patient's therapeutic range is 2 - 3 inr. The patient does not know of any issues with diet. The patient has no known issues with drugs or conditions that could affect the meter reading. The patient's product was requested for investigation. Relevant retention test strips (lot 157716) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.